Event description:
During follow-up, an inaccurate longevity estimate was observed on the device. Abbott technical support and it was confirmed that the event was normal device behavior. Reprogramming was suggested to resolve the event. The device was explanted due to normal battery depletion. The patient was stable and there were no adverse consequences.